Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Upon receipt of additional information, it was determined this product is a duplicate reporting and this report will be voided. Therefore any further reporting will be under this MFR number 3007963827 - 2019 - 00343 - 1. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon receipt of additional information, it was determined this product is a duplicate reporting and this report will be voided. Therefore any further reporting will be under this MFR number 3007963827 - 2019 - 00343 - 1.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).UDI: (B)(4).concomitant medical products:articular surface; p/n: 42511401014, l/n: 64090617,femur cemented; p/n: 42500607001, l/n: 64105209,all poly patella; p/n: 42540000038, l/n: 64342511,natural tibia trabecular; p/n: 42530007901, l/n: 64140981.customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.multiple MDR reports were filed for this event, please see associated reports:3007963827 - 2019 - 00326,3007963827 - 2019 - 00327,0002648920 - 2019 - 00851,0001822565 - 2019 - 04962. Product location is unknown.

Event description:
It was reported the patient had a revision procedure 2 months post-implantation due to infection. Subsequently, all the components were revised. No additional patient consequences were reported.